Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed by a fresenius regional equipment specialist (res) and no parts were returned for failure analysis. The biomedical engineer indicated that the mixer motor was replaced which resolved the issue. The unit has been returned to service at the user facility without a recurrence of the event as reported. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device history record (DHR) review confirmed the labeling, material, and process controls were within specification. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device

Manufacturer narrative:
(B)(4). No parts were returned to the manufacturer for physical evaluation. The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
The biomedical technician (bmt) at the in-center hemodialysis (hd) user facility reported that smoke emanated from a granuflo mixer motor. The bmt further stated that the motor was "hot to the touch." The bmt performed a visual examination of the motor after removing it from the unit. Upon evaluation, the red wire (attached to the motor) was found to be burnt, thus, the bmt believed this was the origin of the smoke. There were no adverse effects to the patients or staff, and no patient treatment was impacted. No sparks or flames were observed at the time of this event. A replacement mixer motor has been ordered and will be installed by the bmt upon its receipt. The faulty mixer motor is available to be returned to the manufacturer for evaluation and has been requested.